Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. The lesion contained a <= 45 degrees bend. A 3.50mm x 20mm promus element ¿ stent was advanced to treat the lesion. However, resistance was encountered and the device was then pushed hard but still unable to cross the lesion. The device was removed from the patient's body and upon inspection, it was noted that the proximal part of the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The target lesion was located in the mildly calcified and moderately tortuous left anterior descending (lad) artery. The lesion contained a <= 45 degrees bend. A 3.50mm x 20mm promus element¿ stent was advanced to treat the lesion. However, resistance was encountered and the device was then pushed hard but still unable to cross the lesion. The device was removed from the patient's body and upon inspection, it was noted that the proximal part of the stent was damaged. The procedure was completed with another of same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts on the proximal portion of the crimped stent was deformed, distorted, stretched proximally and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft kink along the hypotube shaft 295mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).